Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The global receiver functional test was unable to be performed as the receiver was unable to communicate with the global communication tool. The "call tech support error err121" error message was observed on the screen of the receiver and pictures were taken of the receiver screen. The customer complaint of ceases to function was not confirmed. The root cause could not be determined.